Manufacturer narrative:
Investigation summary: one loose 3ml syringe in a plastic bag was received and evaluated. The barrel was observed to have several spots and smears of embedded foreign matter in the wall, primarily find between 1ml and the luer collar. The barrel was from mold c-240 cavity 48. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that what looked to be "smeared serum" was inside the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that what looked to be "smeared serum" was inside the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip.